Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after cutting of the mesenteric membrane, the metal piece of the device broke off and fell, resulting in surgery can not be carried out and can not achieve hemostasis. Nothing fell into patient's cavity. It also resulted to bleeding. Another was used to complete the procedure.